Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - nurse manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the during deployment for the angio-seal device involved, the tech did not see the black mark on the suture. The tech continued to pull back until device came out of the patient. Manual pressure was held to obtain hemostasis. The patient was monitored and discharged with no immediate compilations or complaints. The procedure type was a cardiac angiogram. The patient was in good condition. The estimated blood loss was less than 250cc. The event occurred intra-procedure. The event did not result in patient injury and/or require surgical intervention. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 27 may 2022: the procedure sheath was a 6fr 10cm pinnacle sheath. There was no reported difficulty with sheath, wire, or catheter insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath and carrier tube were returned. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The device was returned in the fully rear-locked position. All internal components were found to have been fully deployed as the collagen, tamper tube, and suture were deployed. The collagen appeared to have been fully tamped without the anchor and the anchor was not returned with the device. The black compaction was found to have been almost fully visible at the proximal end of the tamper tube. No damage or deformation to the device was identified. The complaint was able to be confirmed. The exact root cause was unable be determined. The likely cause was determined to have been excessive force resulting in anchor detachment. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.